Event description:
Per the clinic, during a wax removal procedure (specific date not reported), migration of the electrode array was noted, resulting in sudden and complete hearing loss. It was also reported that, cholesteatoma was present and may have contributed to the electrode migration. The device was subsequently explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.